Manufacturer narrative:
The pump powered up properly after battery installation. No blank display was noted however the pump was received with a critical pump error and pump error 35 was found in the formatted history file due to a force sensor zero offset out of specification. Unable to perform the self-test, displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests due to a critical pump error. The pump was received with a scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they were unable to turn the insulin pump on even with new batteries. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.